Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated twice on the same instrument, resulting higher. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced failing reagent 3 mixer and probe. The cse also aligned reagent robes 2, 3 and 4. Quality controls and precision testing were run, resulting within range. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.